Event description:
It was reported that an asymptomatic patient presented for a follow up. The ventricular lead exhibited noise. The lead sensitivity was increased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.